Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing via a merlin@home transmission. The patient is in stable condition.